Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 395 mg/dl at the time of incident. The customer's spouse stated that they were given IV during the hospitalization. The customer's spouse stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.